Manufacturer narrative:
.

Event description:
It was reported that the pt developed a methicillin-resistant staphylococcus aureus infection in the pump pocket related to pump access. The pt had 5 days of discharge from the pump pocket which was initially serous, but later became purulent. The pump and catheter were explanted, the infection was treated, and the system was replaced. The pt was reported to have recovered without sequela. The pump was used to administer morphine.